Event description:
Inr 1.8 with protime microcoagulation system vs. 2.9 inr with unspecified lab system. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.